Manufacturer narrative:
Device evaluated by MFR.: a synergy xd mr ous 2.75 x 24mm stent delivery system (sds) was returned for analysis. A visual examination of the stent found stent damaged noted at distal section with stent struts lifted. The stent showed no signs of movement and was set between the proximal and distal marker bands. The undamaged crimped stent outer diameter was measured, and the result was within maximum crimped stent profile measurement. The balloon cones were reviewed, and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and microscopic examination of the bumper tip showed no signs of damage. A visual and tactile examination of the hypotube found no issues. A visual examination of the outer and inner lumen and mid-shaft section found no issues along the shaft polymer extrusion.

Event description:
Reportable based on device analysis completed on 30-mar-2022. It was reported that crossing difficulties were encountered. The target lesion was located in the severely tortuous and moderately calcified mid left circumflex artery. A 2.75 x 24mm synergy xd drug-eluting stent was advanced but failed to cross the lesion due to resistance. The procedure was completed with another of same device. There were no patient complications reported and the patient status was fine. However, returned device analysis revealed stent damage.